Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving via an implantable pump for intractable spasticity indications for use. It was reported that the patient¿s pump stalled on (B)(6) 2025 at 10:18 am due to magnetic resonance imaging (MRI). The pump recovered on (B)(6) 2025 at 12:26 pm after the healthcare provider performed a device interrogation. The patient did not hear any and experienced no symptoms during the event.